Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report.

Event description:
Pt reported as "broken port."